Manufacturer narrative:
As reported, the physician was unable to recapture angioguard basket with the blue recapture sheath. The physician was unable to feed on the angioguard wire. The case was completed with the use of a new angioguard device and using the different capture sheath. The filter was captured without any issues. The device was stored and handled per the instructions for use (IFU). The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. There was not noticeable damage to the capture sheath. The device will be returned for evaluation. During the product eval, it was noted that the capture sheath was found to be separated. There was no reported injury to the patient. The device was returned for analysis. A non-sterile unit of ¿rx/6mm basket diameter/180cm was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed at one metallic tray to be inspected. The returned component was the capture sheath. A thorough inspection was performed, and it was observed that the capture sheath was separated. Functional analysis was performed. A guidewire for test purposes was insert through the remaining sheath. The capture sheath advanced over the ecgw system. No anomalies were observed during the functional test. A product history record (phr) review of lot 35265342 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿capture sheath ¿ separated¿ was confirmed since the capture sheath presented a separated condition. According to the instructions for use (IFU), ¿torquing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation. Always advance or withdraw the guidewire slowly. Never push, auger, withdraw or torque a guidewire, which meets resistance. Resistance may be felt and/or observed using fluoroscopy by noting any buckling of the guidewire tip. Determine the cause of resistance using fluoroscopy and take the necessary remedial action.¿ the product analysis suggests that the events experienced by the customer could be related to the manufacturing process; therefore, a corrective/preventive action will be taken at this time.

Event description:
As reported, the physician was unable to recapture angioguard basket with the blue recapture sheath. The physician was unable to feed on the angioguard wire. The case was completed with the use of a new angioguard device and using the different capture sheath. The filter was captured without any issues. There was no reported injury to the patient. The device was stored and handled per the instructions for use (IFU). The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. There was not noticeable damage to the capture sheath. The device will be returned for evalution. During the product eval, it was noted that the capture sheath was found to be separated.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the physician was unable to recapture angioguard basket with the blue recapture sheath. The physician was unable to feed on the angioguard wire. The case was completed with the use of a new angioguard device and using the different capture sheath. The filter was captured without any issues. There was no reported injury to the patient. The device was stored and handled per the instructions for use (IFU). The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. There was not noticeable damage to the capture sheath. The device will be returned for evalution. During the product eval, it was noted that the capture sheath was found to be separated.